Event description:
Additional information received reported that the patient was having no symptoms and the patient was fine. The reporter stated there was no issue. The manufacturer's representative did not know whether the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID ne u_unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
It was reported that during a pump replacement on the date of the report, the pump and catheter were disconnected intra-operatively, and the physician aspirated from the catheter using a ¿luer lock of some sort.¿ the reporter did not know how much was aspirated from the catheter, but while she was going to get a back-up sc connector, the physician stated that he re-injected what he aspirated out of the catheter back into the catheter. The reporter did not know this until after she had programmed the prime of .199+.195 = 0.394. As soon as the reporter found this out, she attempted to try to stop the prime bolus, but it had already completed when she interrogated. The pump was programmed to minimum rate mode. The patient was in recovery and did not show signs of overdose, but reported his pain was at a "10". The pump system was being used to infuse hydromorphone, clonidine, and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.